Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging serve asthma, difficulty breathing/short of breath.medical intervention was prescribed inhaler and monthly shots. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging serve asthma, difficulty breathing/short of breath,device is noisy related to a CPAP device's sound abatement foam.medical intervention was prescribed inhaler and monthly shots. Customer responded after repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful and that stated that she is not sending the device back, and she did receive her new replacement and it is working fine,customer refused to answer any questions in regard to health issues and defective device. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.